Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 540 mg/dl and diabetic ketoacidosis. The patient experienced stomach pain and she did not feel well. The patient changed her infusion set, bolused, and then administered a manual insulin injection. Her insulin pump kept alarming no delivery. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump was received with the operating currents within specifications and passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No excessive no delivery alarms were noted. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.